Event description:
Both atrial and ventricular leads were replaced. Ventricular lead was replaced because of low impedence and high thresholds. Atrial lead was replaced because of scar tissue (unable to place new lead on same side) so had to go to other side of pt to insert both leads. Original leads were capped and left in place. News leads 5092-52 - 5554-45.